Event description:
Spontaneous. Patient reported freedom pump broke at the end of last infusion. Patient stated she successfully infused approximately 37 of the 40ml dose when she heard a spring pop and the infusion stopped. Patient had pump since (B)(6). Provider unaware of problem with pump that resulted in decreased dose. No adverse event reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.